Manufacturer narrative:
E1 initial report phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead stim end found a kink on the outer tubing and all the internal lead wires broken. Reason for the event remains unknown.